Event description:
The customer reported to olympus that during a diagnostic cystoscopy procedure, the video system center displayed communication error codes b30 and e216. The intended procedure was completed successfully, and due to the issue, the procedure was prolonged by a few minutes. The patient was under local anesthesia and completed with the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a glue-like substance found on video connector pins. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the glue-like substance on the video connector pins could not be identified. Olympus will continue to monitor field performance for this device.